Event description:
It was reported that the user experienced signal loss between the dexcom g7 continuous glucose monitor and the ilet, with an alert indicating a pairing failure; the user was instructed to toggle the ilet cgm selection between g6 and g7 and to restart the ilet to reinitiate pairing, then allow time for re-pairing. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention beyond device troubleshooting. Customer care provided support that included review of device alerts, and guided troubleshooting steps. Investigation of this case revealed a cgm-to-pump communication interruption consistent with a pairing failure, with the affected component being the cgm communication interface of the ilet system; re-pairing and device restart were advised to resolve the pairing state. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing failure.